Manufacturer narrative:
Correction: in d4 the catalog no and unique identifier were updated based on the returned product.

Event description:
It was reported that the infusion device was delivering an inaccurate amount of insulin resulting in ketoacidosis and hospitalization. On the incident day, the infusion set was changed and the patient felt ok, but at night, the patient experienced hyperglycemia symptoms like feeling sick, vomiting and headache. The next day (B)(6) 2024), the mother decided to take her child to the hospital were they were diagnosed with ketoacidosis. The patient was treated with insulin administered by an insulin pen or infusion. After starting to use the insulin pump again, the glucose levels started to rise again and the decision was made to stop using the pump. The glucose values were not provided. At the time the incident was reported, the patient was still in hospital.

Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.